Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an occlusion alarm occurred customer¿s blood glucose level ranged from 120-360 mg/dl. Reportedly, cartridge and infusion set was changed to resolve the issue.